Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2004. Aneurysm and vessel morphology at the time of implantation are unk. It was reported that during the implant of the stent graft there was a type I endoleak. The physician placed coils and pieces of cut up guide wire, attempting to embolize the type I endoleak. In 2004 the pt came in with back pain, the pt was given antibiotics. In 2004 the pt came back in with severe abdominal and back pain. After examination of the pt it was reported that the pt had an infection in their abdomen. It was reported that the physician elected to remove the stent graft in 2004. No add'l sequelae were reported and the pt is reported to be fine. Medtronic has not received the explanted stent graft.